Event description:
The initial information about a complaint regarding this atrial lead was received in 2022 about atrial intrinsic amplitude out of range. Now, on (B)(6) 2026, an update was received saying that oversensing was observed on the atrial channel. Noise was also seen on the shock channel. Event date: 21 march 2026. The lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.